Event description:
Implant extraction due to patient condition, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, periodontal disease, immediate implantation, preceding/simultaneous bone augmentation, pain, swelling, abscess, bleeding, inflammation.